Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that, while explanting the system, the leads broke. The patient had lead fragments. No further complications were reported or anticipated.